Event description:
Dr. Stated that the pt presented with a right swollen arm. It was diagnosed as a subclavian venous occlusion. Dr. Used the dvx for a total run time of 400 cc. He had a good result. He later received a phone call that the pt had blood in his urine. Dr. Noted that and stated to the nurse that was normal considering the procedure that the pt had just had. Two days later, the pt came to the e.r. With abdonimal pain. A CT of the abdomen was performed, and it was discovered that the pt had an inflamed pancreas. The pt was then diagnosed with pancreatitis. Dr. States the pt has been discharged from the hospital and is doing fine.

Manufacturer narrative:
Procedure consisted of subclavian venous thrombectomy in male pt. Dvx catheter operated for 400 seconds (400 cc). Pt reported to ER 2 days post procedure with abdominal pain. Abdominal CT discovered inflamed pancreas. Pt was diagnosed with pancreatitis which resolved. Hemolysis is a known complication of angiojet use, and the product instructions for use recommends "that hemolysis indicators in the blood be monitored, if catheter operation in a flowing blood field exceeds 4 minutes, total catheter operation time exceeds 8 minutes or in pts who cannot tolerate transient hemolysis." This type of event is rare with angiojet use, but is possibly related to excessive hemolysis, due to prolonged operation in a flowing blood field.